Event description:
Within 1 week post-op of a tonsil procedure, the pt complained of swelling and difficulty breathing and was admitted to the ER. Surgical/medical intervention was required. The device did not malfunction and was discarded after the procedure. Pt has recovered.

Manufacturer narrative:
Second report from facility. Device discarded. Quality record reviewed and no problems or issues noted.